Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had become hypotensive while at rehab and developed respiratory distress. Upon arrival to our hospital, the patient was found to have infarcts in the occipital lobes and passed away. The cause of death was due to respiratory failure, ischemic stroke, and seizures.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported respiratory failure, occipital lobe infarcts, hypotension, seizures, and patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists respiratory failure, stroke, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.